Event description:
The following was reported to davol: (B)(6) 2016 - the patient underwent a procedure to remove her gallbladder. (B)(6) 2016 - the patient underwent an incisional hernia repair and was implanted with a bard ventralex st hernia patch. The contact reports that at one day postop the patient knew something "did not feel right", she felt nauseated and like the mesh was "poking out." The contact reports the area never quite healed and the patient's belly button is now crooked. As reported the patient has been to multiple doctors several times since the implant and states "she is getting the runaround", as she is not getting the answers she is looking for. As reported the md advised that the healing process would take time, up to a year. The contact reports the patient is in a lot of pain and can barely pick up a gallon of milk but the doctors will not prescribe any pain medication. The patient is reported as always being thin at about 105 lbs. But has lost weight since the mesh implant and has gone down to102 lbs. The contact reports that the doctor had advised taking ensure supplements, however, these worsened the diarrhea and the patient stopped drinking them. The patient has worn her abdominal binder but the contact states this did not help. The contact states the patient believes the hernia was not initially repaired or has recurred. The patient is seeking further medical/surgical management but nothing has been scheduled at this time. Addendum per legal complaint. Attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on 05/20/2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal claim. Attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on or about 20-may-2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with the implant of ventralex st mesh. Per operative notes, ¿two small hernias, one at the umbilical area and small one right above the umbilicus were identified. A ventralex st mesh was placed below the fascia and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the explant of ventralex st mesh. Per operative notes, ¿the scar tissue was excised and the ventralex st mesh that has fold on the right side with scarring and contracture was excised completely and then anterior hernioplasty was done using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was dissected and a synthetic mesh was placed into the abdominal cavity and sutured.¿ attorney alleged that the patient had mesh shrinkage, mesh folded on right side, hernia recurrence and emotional injuries.

Manufacturer narrative:
Contact alleges ongoing pain and complications following hernia repair surgery. Contact reports seeing multiple doctors and no diagnosis has been made as to the cause of problem. The device remains implanted. Contact believes that the repair did not work or the hernia returned. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use (IFU) as a possible complication. A review of the device history records for the lot found the device was manufactured to specification. Based on the information provided, no conclusions can be made at this time. The patient reports that she continues to seek medical/surgical treatment. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, scar tissue and material deformation thereby underwent repair with the removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Contact alleges ongoing pain and complications following hernia repair surgery. Contact reports seeing multiple doctors and no diagnosis has been made as to the cause of problem. The device remains implanted. Contact believes that the repair did not work or the hernia returned. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use (IFU) as a possible complication. A review of the device history records for the lot found the device was manufactured to specification. Based on the information provided, no conclusions can be made at this time. The patient reports that she continues to seek medical/surgical treatment. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: (B)(6) 2016 - the patient underwent a procedure to remove her gallbladder. On (B)(6) 2016 - the patient underwent an incisional hernia repair and was implanted with a bard ventralex st hernia patch. The contact reports that at one day postop the patient knew something "did not feel right", she felt nauseated and like the mesh was "poking out." The contact reports the area never quite healed and the patient's belly button is now crooked. As reported the patient has been to multiple doctors several times since the implant and states "she is getting the runaround", as she is not getting the answers she is looking for. As reported the md advised that the healing process would take time, up to a year. The contact reports the patient is in a lot of pain and can barely pick up a gallon of milk but the doctors will not prescribe any pain medication. The patient is reported as always being thin at about (B)(6). But has lost weight since the mesh implant and has gone down to (B)(6). The contact reports that the doctor had advised taking ensure supplements, however, these worsened the diarrhea and the patient stopped drinking them. The patient has worn her abdominal binder but the contact states this did not help. The contact states the patient believes the hernia was not initially repaired or has recurred. The patient is seeking further medical/surgical management but nothing has been scheduled at this time.